Event description:
A us distributor reported that a monitor will not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was not powering on properly. The cause for the resets was isolated to a defective digital signal processor on the computer/analog board. The root cause for the defective processor could not be positively identified. No adverse event resulted from the damaged monitor.